Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. No problems were found in the event history log. Functional testing could not replicate nor confirm the reported issue; the pump flowrate was within the parameters. The root cause was undetermined. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device delivery rate was too low. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.